Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric intraocular lens (iol) was explanted from patient's left eye as it overcorrected the astigmatism. The patient attempted glasses but could not tolerate and was having severe shadowing of letters. The onset of the visual symptoms were immediate after the surgery. The replacement lens used is of different model sn_(B)(4). The patient has recovered post-op. No further information is available.